Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2017 for tibial nail and screw removal due to infection. The hardware was removed, and the wound was irrigated using the ria (reamer-irrigator-aspirator) and antibiotic. The bone was fused, so no new fixation was implanted. The patient responded well to treatment. This report is for one (1) 5.0mm locking screw. This is report 2 of 5 for (B)(4).